Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint rx stent was used to treat a lesion located in the distal rca. The patient suffered sudden cardiac death approx 5 years post index procedure. Investigator assessed that the event is not related to the study device.

Manufacturer narrative:
Corrected information: sex, date of birth.